Manufacturer narrative:
(B)(4). B5: describe event or problem ¿correction. D4: UDI - correction . G3: date received by manufacturer - additional. H2: additional information/correction. H10: corrected data . H6: type of investigation - correction.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.